Event description:
The patient was undergoing treatment for cerebral infarction. A merci micro catheter was advanced into the occluded segment in the right mca. The merci 2.0 soft passed the occlusion but was failure in reopen; therefore, ia-UK (240,000 units) was administrated into the right mca. After that, psc054 was advanced into the proximity of occluded segment and aspiration was performed. In addition, another aspiration was done with the psc032 and was successful. (Tici score: 2a, the amount of blood aspirated was 350cc). The postoperative CT revealed mild sah. No additional treatment was done to this. Mrs as of leaving the hospital: mrs: 5; 90 days after the procedure: mrs score: 5. Physician's comment: possibility of relevance between this event and the devices and the procedure; however, since merci was also used for treatment, it is possible that the merci caused this event. Mdrs 3005168196-2013-00110 through 3005168196-2013-00113 are associated with the same event.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication associated with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital